Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the reload was closed with force. Upon firing, the reload did not fully form all the staples, and the surgeon had to oversew the cut-line to complete the procedure. The patient suffered no adverse effects.

Event description:
Procedure: gastric resection.